Event description:
It was reported that during a procedure surgeon was tightening two screws, 1.5 mm self-drilling, and the screw heads broke off. Surgeon did not retrieve the shafts they remain in the patient. This is report 1 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product evaluation revealed that both screws been broken off just below the transition/neck area at the beginning of what would be the minor diameter of the shaft threads. Since the break does not affect any of the drive-head parameters. This head is in generally good condition with very light markings consistent with use on both the drive and general surface area. The screw shank has been broken off just below the head. Not enough of the thread remains to perform an effective evaluation. In conclusion due to the type and extent of the damage incurred, and also because no lot number was provided, this complaint is judged to be indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).